Manufacturer narrative:
To date we have received no additional information about the user and how the device was being used at the time of the incident.

Event description:
It was reported that the release head of the gas spring that controls the tilt of the chair broke, allowing the chair seat to tip back.